Event description:
Rptr still occasionally works the floors. Recently they had a need for an insulin syringe, and was hunting for it by looking for the orange packaging in which all u-100 insulin syringes are packaged. (Even the stoppers of the vials are orange. This is a holdover from the days when they still had u-40 and u-80 strengths of insulin, which had green and red color-coding.) Rptr found the orange package, but it was not an insulin syringe. It was a 3 cc vanishpoint syringe. Rptr knows enough not to use a 3 cc syringe for insulin but rptr did hear a rumor of a recent use of a 3 cc syringe for insulin which was caught at the check by the second nurse. Rptr does not know if the brand with the orange package was involved in that incident. In rptr's experience, all insulin syringes have orange packaging, even orange caps. Rptr's concern is that having a 3 cc syringe in orange packaging sets up rushed or inexperienced nurses for a ten-fold error in insulin dosage. Pharmacy mgr shared concern.